Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving morphine 10mg/ml at 1mg/day via an implant pump. Indication for use was noted as spinal pain. It was there was a pump pocket erosion that occurred in (B)(6) of 2016. The pump was replaced on (B)(6) 2016. There was no change to dosing. No diagnostics were performed and it was not sure what the cause was related to the erosion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.